Event description:
It was reported that the perfusion pressure within the ECMO line indicated -70mmhg during use. The expected value was 0mmhg. No treatment or additional procedures based on this inaccurate value was provided to the patient. The cable was replaced as a trouble shooting, but it failed. The issue was resolved by replacing the device itself. Zero adjustment was not performed. No error messages were displayed. No other details on the event were available. No patient injury was reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one dpt with IV set. The customer report of pressure measurement issue was not able to be confirmed. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No visible inconsistency was found from dpt cable connector. The complaint affected unit was returned for evaluation and no defect was found. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. The IFU was reviewed and it was confirmed that it contains clear instructions of the use of the pressure monitoring set, along with warnings and complication that need to be taken in consideration in order to avoid inaccurate measurements. As part of the manufacturing process, 100% of the units go through an electrical, voltage, capacitance test, and visual inspection. The lot number was not provided thus a device history record was not reviewed.